Event description:
It was reported that the subject device does not capture pictures. There were no reports of patient harm.

Manufacturer narrative:
Follow-up performed to obtain additional information regarding the event from the customer; however, the requested information was unknown. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device failed leak test. A device history record review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.